Event description:
On-q pain pump catheter inserted in surgery for pain relief. Patient instructed regarding how to remove catheter. Patient returned to hospital, unable to remove catheter. Physician had difficulty removing it and in fact some portion of the soaker catheter was left in place as it broke. Patient returned to surgery on for removal of on-q pump retained catheter.